Event description:
The facility reported that the battery fuse board is blowing/smoke/bubble on pcb during biomed testing. Although baxter attempted to obtain information, details were not available regarding pt demographics, medication involved, or pump programming. The hosp representative stated that there have been no reports of any pt incident involving this pump since the last baxter service event.